Event description:
Consumer states that both wheel locks are not locking therefore the chair moves when his mother is transferring.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.